Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set occlusion on event on 16-may-2024. Insulin did not exit. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: new zealand.